Manufacturer narrative:
Prior to release for sale, the leeches were subject to viral and microbial testing. No contamination was found and the device conformed to specifications upon release. Subsequently the leeches came into contact with bottled distilled water only until they were delivered to the healthcare facility. Manufacturing records (DHR) were reviewed and no nonconformances were identified. It is unclear whether the rhodococcus detected by the healthcare facility was present in the shipping water or whether the water was contaminated during the process of sampling or culturing. The leeches themselves were not tested and testing is no longer possible, since they were destroyed by the healthcare facility. Investigation is in progress. If additional information becomes available, a follow-up report will be submitted.

Event description:
During routine culture performed of leech shipping water upon delivery by the healthcare facility pharmacy, rhodococcus was detected. All leeches in the shipment were destroyed. They were not used on a patient.

Manufacturer narrative:
Since the allegedly affected lot had been sold out at the time the complaint was received and the healthcare facility had discarded the devices it received, a different lot was tested for rhodococcus by the manufacturer. No rhodococcus was detected. It has not been possible to confirm the problem reported by the healthcare facility. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. If additional relevant information becomes available in the future, the complaint will be reopened. Fields b4, g3, g6, h2, h6, and h11 were modified in this supplement report.